Event description:
Physician attempted to remove peg tube and the distal end of the catheter broke off in the stomach necessitating and endoscopic removal of the tube bumper. The device had been placed in 2004 and removed three months later.